Manufacturer narrative:
Date of report: 17jun2019. Date rec'd by MFR:16may2019. Visual inspection of the exhalation flow sensor did not reveal any signs of physical damage or abuse. Returned exhalation flow sensor was installed into the failure investigation (fi) test ventilator the fi technician attempted to verify the reported complaint & test the exhalation flow sensor functional integrity with neonatal option enabled. The reported complaint could not be duplicated. The reported complaint of the exhalation flow sensor submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13march2019. Reporter phone number unknown. Philips field service engineer (fse) confirmed the reported issue. The fse informed the customer that the customer was running the extended self test with a neonatal patient circuit, however, the ventilator does not have the neonatal option installed. The fse informed the customer that the unit was overdue for preventive maintenance and the backup battery should be replaced due to age. The fse replaced the exhalation flow sensor to resolve the reported flow accuracy issue. A full performance verification test was performed and the device passed all testing except for the battery due to end of life.

Event description:
The customer stated device failed the flow accuracy test (code 3126) in the extended self test (est). There was on patient or user harm reported. The event date was not specified; estimate used.